Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Following a pump and catheter revision (see manufacturer¿s report # 3004209178-2014-17105), the patient started having severe headaches. They were planning to do a blood patch, and they confirmed that they feel the headaches were due to a cerebrospinal fluid (csf) leak. The patient¿s healthcare provider (hcp) wanted to increase the patient¿s dose. Additional information was requested to determine the cause of the csf leak, the patient¿s symptoms, and the patient¿s outcome. The pump contained baclofen.